Event description:
It was reported that the patient received two inappropriate shocks due to t-wave oversensing. The patient's t-wave changes amplitude as the heart rate increases. Technical services advised some testing. Later, the entire system was explanted. There were no additional adverse patient effects.

Manufacturer narrative:
This report is being filed to correct the following fields from the previously submitted report: h10: additional MFR narrative the returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received two inappropriate shocks due to t-wave oversensing. The patient's t-wave changes amplitude as the heart rate increases. Technical services advised some testing. Later, the entire system was explanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received two inappropriate shocks due to t-wave oversensing. The patient's t-wave changes amplitude as the heart rate increases. Technical services advised some testing. Later, the entire system was explanted. There were no additional adverse patient effects.